Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of an unknown trocar.the photo depicts a circular seal broken.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hysterectomy procedure. The patient had undergone a procedure three years prior. Parts of the trocar, seal and blue plastic, were detected while in surgery in the abdomen. The complication persists. There was patient injury.